Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), batch: 3718174. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed migration of one lead. Surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted to address the issue. Therapy was restored post procedure. It is unknown which lead attributed to this issue.